Event description:
Additional information was received from the patient. It was reported that the cause of the "poking" was determined. The patient reported that the manufacturer representative (rep) made some adjustments in the stimulator and it has been good since. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that , all-of-a-sudden, their stimulator didn't seem to be working right. The patient stated they'd gradually increased the stimulation they'd been on over time and that they'd never had any issues up until now. Patient reported that it just started "poking" them on "the other side." The patient confirmed they felt the poking in their bike-seat region, just on the opposite side of where their stimulation had been before and that it felt like a needle that was poking them. The patient stated at that point, they started turning the stimulation level down but then their symptoms returned. Their bladder was going "way off again" and they had a loss of bladder control and they still had the "poking". The patient denied having had any traumas or falls and that, previously to this, the therapy had worked fine for them, but then they stated that they'd fallen in october 2023 after they had their knee replaced. Patient services reviewed with the patient that they could try another program to see if that resolved the poking but redirected the patient to follow up with their managing health care provider (hcp) to discuss their concerns. The patient was going to try a different program and follow up with their hcp. The patient's relevant medical history included when the patient was talking about how they hadn't seen their hcp in a long time and how they were going to reach out to the hcp, they stated they had "several things" happen since they last saw their hcp, and that "maybe something happened in between there," that they'd had cancer a couple times and stated "you never know what things affect what part of your body."

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.